Event description:
It was reported that the patient was admitted for a gastrointestinal bleed, blood noted in the patient's stool and the patient's hematocrit and hemoglobin dropping on (B)(6) 2023. The patient's international normalized ratio (inr) was supratherapeutic and the patient's oral intake was decreased after a recent viral infection of unknown origin. No treatment was provided for the infection but the infection resolved. The patient's acetylsalicylic acid was held. The patient had an esophagogastroduodenoscopy (egd) with removal of two bleeding polyps which were thought to be the source of the bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported gastrointestinal bleed (gib) and infection could not be conclusively established through this evaluation. No treatment was provided for the infection which had resolved. The patient was ultimately discharged. The submitted log files appeared unremarkable. The pump appeared to have operated as intended at the set speed throughout the captured information. Review of a photo of the system monitor's event history screen confirmed low flow alarms that were associated with a pump stop event that occurred on 06jan2023 (refer to MFR # 2916596-2023-00634). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and infection as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains conditions that would result in low flow and low speed advisory alarms, including a pump stop event. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.